Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and field service engineer (fse) field evaluation. The fse was unable to confirm or replicate the reported complaint. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a umbilical hernia tapp da vinci-assisted surgical procedure the left eye image at the surgeon console intermittently displayed vertical color bars before returning to normal. The issue persisted on surgeon console 1 even when a new scope was used. The caller explained that the problem occurred whenever the surgeon switched instruments or activated energy. The surgeon decided to continue the procedure using console 2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said it was a dual console procedure. The customer abandoned one of the surgeon consoles due to issue with left eye and the procedure was completed robotically with the other console. There was no arching. There was no injury or harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed numerous troubleshooting steps and found a degradation in the blue fiber cable (bfc) light panel. The system was tested and verified as ready for use.